Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The hospital reported that, caster snapped off when moving the unit. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare remote technician proposed that the customer remove the caster bolt from the base and inspect base for damage to threads. If no base damage then replace caster. If threads are stripped or other damage is observed then the base should be replaced. The repair of the device is the responsibility of the customer. No further actions are planned at this time.